Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the alarm triggered the following message [130-pack fault], which resulted in parts replacement. The device met all specifications prior to release. The reported issue is an anticipated/expected event for (B)(4) and does not represent a new risk. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as system is not an implantable device. Section d6b - explant date: not applicable, as system is not an implantable device. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3 - other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an error during phacoemulsification procedure occurred. No further details were provided.